Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as broken blisters under the electrodes. There was no alleged device malfunction contributing to the blisters. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the blisters. Reporting out of an abundance of caution. Outcome of the blisters is unknown.